Event description:
The tubing with the drip chamber vent slide clamp is reversed with the tubing with the backcheck valve with upper y-injection site where they enter the drip chamber. The result is the IV fluid runs down the side of the drip chamber instead of dripping into the drip chamber.